Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had ramping numbers or a moving scroll bar without any input from the user. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked battery tube threads and minor scratches on display window noted during visual inspection. All buttons functioned properly. No scrolling numbers noted on the display. No damage to keypad traces noted. However, the insulin pump had partially unlocked connector noted during visual inspection.